Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a broken-cracked luer. The balloon catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.